Manufacturer narrative:
This report is filed on (B)(6) 2016. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced infection at abutment site; however the issue could not be resolved. Subsequently the patient was treated with topical antibiotics and topical steroids (date and duration not reported). The implanted device remains.